Event description:
It was reported that while the biomedical engineer was doing routine testing, the lower display did not come up when the menu key was pressed to change settings, and the top display disappeared. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the liquid crystal display (lcd) was out of specification. It was also noted that the ring cover was broken and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the liquid crystal display (lcd) was out of specification. It was also noted that the ring cover was broken and the battery contacts were compressed. A detailed analysis was performed on the lcd. This analysis further confirmed the event. It was determined that the high voltage power supply was not operational and a capacitor was determined to be open.